Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the unit failed for check triggers for forward/reverse mode ¿ the upper trigger was binding. It was further determined that the device also failed for check power with test bench at 6 bar: minimum 110 to 160 w(watt). During service/repair, it was observed that the compression spring, ball bearings and housing were corroded. It was further determined that the motor had a rough rotation. It was determined that the issues were consistent with improper cleaning and normal wear. The assignable root causes were determined to be due to normal wear out from use and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the bottom of the compact air drive device did not work. During in-house engineering evaluation, it was observed that the unit failed for check triggers for forward/reverse mode-the upper trigger was binding. It was further determined that the device also failed for check power with test bench at 6 bar: minimum 110 to 160 w(watt). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.